Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No anomalies were noted during the investigation that contributed to the reported pericardial effusion. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation ablation a pericardial effusion occurred which was treated with fluid infusion and administration of levophed. Toward the end of the procedure, just prior to isolating the right side veins, an effusion was observed on ice by the physician. Waca had completed but the vein was not isolated. The physician considered the effusion to be small, so the patient was given fluids and started on levophed. No other intervention was performed. The patient appeared stable so the procedure was continued, performing additional ablation and successfully isolate the vein. The procedure was completed and the patient was transferred to the floor for observation. The physician did not know the location nor the cause of the effusion. There were no reported performance issues with any abbott device.